Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging that her onetouch ultra meter was giving her inaccurate meter readings and that she reportedly developed symptoms afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The patient claimed that her meter started to give her erratic and inaccurate high meter readings on an unspecified date. She provided blood glucose results of "155, 178, and 147 mg/dl," which she felt were erratic: the results were obtained within a 20 minute time period. Based on statistical methodology, the calculated difference of these results met the expected value of <=20%. The patient also reported blood glucose results of "125 and 155 mg/dl," which she felt were inaccurate high compared to her feelings/normal readings: her expected meter readings were not noted. The patient claimed she developed symptoms described as 'crashing, shaky, can't stand up, weak, and sweating profusely" a "few" hours after the reported issue occurred. It would be helpful to know what actions the patient took after obtaining the alleged inaccurate high meter readings, such as her activity levels, food intake, and medications. The patient reportedly ate 2 glucose tablets, orange juice, and insulin at an unspecified date/time. She stated she visited the doctor as a result of the reported issue but the patient was unwilling to provide details regarding the doctor's visit such as the date/time, if she obtained a blood glucose result on another device, and if she received any treatment. Since no dates/times were provided, it is unclear when each of these events occurred. Based on the provided information, this complaint is being reported because the patient claimed she developed hypoglycemia after obtaining the alleged inaccurate high meter readings. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.